Manufacturer narrative:
The doctor did not provide a specific cause for the screw fracture; however the doctor did note that the patient has bruxism. The doctor stated that the screw will be replaced and that the patient is doing fine. No further investigation can take place because the screw was not returned for evaluation, and no review of the manufacturing records could be conducted, as no product lot number was provided. The exact cause of the screw fracture therefore remains inconclusive.

Event description:
On (B)(6), 2011, a doctor reported to sybron implant solutions that an endopore abutment screw fractured.